Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, a straight cut rasp released small pieces of metal inside the articulation. It is unknown how procedure was completed or if a delay occurred due to this event. No other complications were reported.

Manufacturer narrative:
Section h10: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).